Event description:
(B)(6) hospital, (B)(6), called ohio medical corp; (B)(6) is the biomedical technician that reported the incident. (B)(6) reported that one of our push-to-set vacuum regulator was recently involved in a pt injury; however he did not have any other specific information regarding the serial number or the involvement of the unit for this particular incident at the time as he has not been informed of any additional information in regard to this unit.

Manufacturer narrative:
The device has not been sent to ohio medical corp. Ohio medical corp engineering and quality personnel have spoken to (B)(6). Since (B)(6) was informed of the incident by a different person, he was unable to provide any additional information.